Manufacturer narrative:
(B)(6). Service was not dispatched for this incident as the customer did not question system performance. There is no indication that the access accutni reagent was returned for evaluation.

Event description:
The customer reported obtaining an erroneously elevated access accutni (troponin I) result for one (1) patient sample from the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer obtained an initial result of 0.077 ng/ml which was within the risk stratification range of the assay. The result was reported out of the laboratory and the clinician questioned the result. Subsequent repeats of the sample on the same instrument generated a result of 0.037 ng/ml (slightly above the upper reference limit) and 0.026 ng/ml (within the normal reference range). The customer accepted the result of 0.026 ng/ml as correct. The customer stated that it is unknown if there was a change to patient treatment but there was no report of any patient harm or change to patient treatment. The customer did not report any sample quality issues for this event. The customer indicated that quality control (qc) results were within the laboratory's established limits prior to and following the event. The access accutni reagent was used in conjunction with the unicel dxc 600i synchron access clinical system serial number (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2014, the customer reported that there was a change in management to the patient involved in this event. The customer stated that the patient was admitted to the medical ward as an nstemi (non-st elevation myocardial infarction). However, instead of being treated as an nstemi, she was then treated as gastritis. No further information was provided by the customer regarding the change to patient management.